Event description:
Blade cracked during an intubation, the blade cracked 90% through and the screen went blank. Another blade was used to complete the intubation. The patient was fine and no other procedure was needed. The blade will be returned for evaluation.

Manufacturer narrative:
(B)(4). Immediate visible damage: cracked tip. Failure confirmed. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.